Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that, while wearing the pod for less than an hour, the needle mechanism did not fully deploy as intended during activation. The patient reported that the needle deployed too late, and they had to replace the pod.